Event description:
During an in clinic follow-up, episodes of noise that resulted in oversensing were noted on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.